Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set where the blockage was at the site. Patient was alerted by alarm 2 followed by alarm 26. Patient's blood glucose value at the time of event was high so patient took a correction bolus via pump and changed supplies as necessary and resumed insulin therapy. No further information available.